Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). The rep is in the or and reports multiple contacts were greater than 4000 ohms. They have tried wiping the lead down and testing at 3.0v at 360 microseconds, but they were still getting out of range impedances. The rep went on to say that they believe the setscrew backed out too far as the lead can be pulled even after tightening the setscrew. It was reviewed that the rep may need another ins and possibly another lead. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Manufacturer representative reported the set screw was turned the wrong way too many times and would not tighten to the lead once it was finally turned to the right. The lead was removed and wiped 5 times. The lead could easily be pulled out of the battery after the screw was tightened each time. It was reported that the lead stayed in place and a new ins was opened and used in the case. The battery that would not tighten to the lead was disposed of by the staff at the hospital. It was reported that the high impedances and setscrew issue had been resolved. No further complications reported/anticipated.